Manufacturer narrative:
(B)(4). If information is obtained that was rep at (B)(6) for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pa2496, and no non-conformances were identified. To date the device has not been returned.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.